Event description:
Initial info received from a consumer by (B)(4) on 09-jun-2009: a pt was injected with hyaluronate sodium [hyalgan] for mild arthritis of the right knee and their entire right leg swelled. The pt had incredible pain and the injection disabled the pt. A plastic bag was filled with ice cubes and applied on the swollen knee cap. Doctors insisted that this caused damage to the tissue and the result was an infected knee. The pt's doctors stated it was an allergic reaction. The pt's leg was swelling and flushed as the day progressed. The pt wore a compression stocking which helped. Relevant tests included an unspecified ultrasound which showed no indication that there was a vascular problem. At the time of the report, the pt reported he would be proceeding with the additional five shots and there was somewhat of an improvement, but the pain which the pt went through did not warrant another try with the injections. No further relevant info reported. Additional info for hyaluronate sodium [hyalgan] from product technical complaint report case (B)(4) dated 14-jul-2009, received by (B)(6) on 15-jul-2009: no batch number was reported, and no complaint sample was received. Conclusion: no investigation/no assesment possible. Wore a compression stocking which helped.